Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that it was not working right. The patient stated that she had to go to the bathroom and she couldn't wait very long. Trouble shooting attempts were made and the patient programmer showed stimulation was off and the patient turned therapy on. The patient conformed feeling stimulation and decreased from 8.5 to 1.0 volts. The patient then turned stimulation on and didn't feel it so she increased stimulation to 1.9 volts where she felt stimulation. It was also mentioned that the patient had several falls but only one where she landed on her butt. The patient stated that the falls were about six months ago. There were no further symptoms or complications reported or anticipated.